Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification, with accurate readings. However, we were unable to confirm the needle anomaly because the customer only returned the sensor, not the needle. Also, found that the cannula was bent. Unable to confirm that the customer received the sensor in said condition due to the product being open when it was returned.

Event description:
The customer reported an issue with the sensor. The blood glucose levels are varying from high to low. Prior to resting, the blood glucose reading was 50 mg/dl and the blood glucose level was high when the patient woke up. The current blood glucose reading is 142 mg/dl. The patient was advised to monitor the issue. No further information was provided.